Event description:
Caravel catheter tip broke off and migrated to pda. Dr (B)(6) was unable to snare the tip, was planning on trapping tip with stent when it appeared inside guide. Dr was able to remove tip inside guide and take out of pt's body. Diagnosis or reason for use: cad. "Is the product compounded: no; is the product over-the-counter: no." Event abated after the use stopped or dose reduced: no; event reappeared after reintroduction: no.